Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services received a notification regarding the passing of the customer. The family of the customer was contacted; however, they declined to provide any details pertaining to the passing of the customer, stating that they had already faxed the information needed by medtronic. The family member also stated that they will be donating any and all medtronic products to the customer's physician's office. The insulin pump information was not verified at the time of the phone call. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.